Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. Device interrogation revealed episodes of non-sustained rv oversensing due to crosstalk. X-ray to verify position of the leads was suggested. Programming changes were also recommended. Further actions will be discussed with the physician. The patient was stable and will continue to be monitored.